Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The lot expiration date is currently unavailable.

Event description:
The anchor broke at the middle of the screw thread whereas it was not completely buried in the bone. The mesh already placed had to be removed and the original hole was enlarged in order to place a new anchor. The procedure was lengthened of more than 30 minutes. No patient consequence was reported. Additional information received via email from the affiliate on 12-20-2016. Type of procedure was unk; the date of the procedure is unk. Type of bone quality the patient has is normal bones. The insertion was not off axis.

Manufacturer narrative:
(B)(4). This report is being filed to document the return of this complaint device that was returned to mitek's facility under an incorrect complaint reference number. The device was initially documented under the other complaint file and reported under med watch 1221934-2017-10001.

Event description:
The anchor broke at the middle of the screw thread whereas it was not completely buried in the bone. The mesh already placed had to be removed and the original hole was enlarged in order to place a new anchor. The procedure was lengthened of more than 30 minutes. No patient consequence was reported. Additional information received via email from the affiliate on 12-20-2016. Type of procedure was unk; the date of the procedure is unk; type of bone quality the patient has is normal bones; the insertion was not off axis.

Manufacturer narrative:
The complaint device was received and evaluated. Visual inspection revealed the anchor was partially broken towards its distal end, confirming this complaint. Visual inspection indicated that the threads did not strip during insertion. The pattern of the screw break along the thread line indicates potential use of excess torsion during insertion. Anchor breakages are typically associated with off levering during insertion or using incorrect instrumentation for preparing the bone hole; however, the root cause of this specific device failure cannot be conclusively determined. Review of the device history record indicated that this batch of product was processed without incident; therefore there is no internally assignable cause for the reported issue. Review of the depuy synthes mitek complaints system revealed two other similar complaints for this lot of (B)(4) devices released to distribution in 2016. At this time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field.